Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working. It was noted that the tubing was broken near the pump, resulting in fluid loss. The device was not inflating. The device was explanted and replaced. There were no patient complications reported.